Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The controller and batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The returned controller ran normally with no fault alarms or errors. Functional testing revealed that (B)(4) contained a faulty cell pair which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.

Event description:
Approximately nine months post hvad implantation, it was reported that the patient experienced a change of power source in the controller earlier than expected. The battery and the controller were replaced. There was no reported patient injury as a result of this event. Investigation is on-going.